Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. Reportedly, the cause for the reported issue was due to the customer incorrectly programing the pump's total daily insulin (tdi). The customer delivered a correction bolus to treat the high bg. Tandem technical support assisted the customer in entering the correct tdi and the customer resumed insulin therapy.